Manufacturer narrative:
(B)(4). The actual sample is not available for evaluation. A photo was provided by the customer and the reported condition was confirmed using this photo. However since the actual sample could not be evaluated, the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported one (1) dehp free sol admin set with inj site that was noted to be missing a component in the distal part of the tubing (from the y site to the luer) during priming. There is no patient involved.